Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered three infusion set cannulas were bent and had some blood within 3 hours of insertion which led to high blood glucose level of 339 mg/dl. The insertion site was at abdomen. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The patient replaced three infusion sets that had bent cannulas and the fourth one was causing an issue, but the patient refused to take it off. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.